Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she is using a new box and for the last 2 days her blood glucose has been up in the 400mg/dl range and haven't eaten anything. Customer stated that the highs started off and on within the last week. She is calling to also check on her other box of recall infusion sets. Patient's blood glucose at time of incident was unknown mg/dl. Patient's current blood glucose was 427mg/dl. The customer had chest pain and just don't feel right. Customer states that she gave herself a manual injection to treat the blood glucose. The customer treated it with manual injections. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as she feels the insulin was not going into her body. Customer stopped the troubleshooting here. The customer reported that the infusion set was detached at quick release and was loose. The customer had already changed the set and blood glucose had come down a 100 points. The insulin pump will not be returned for analysis.